Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) instrument to perform failure analysis (fa). The maryland bipolar forceps (mbf) instrument was analyzed and found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The customer's provided image was performed by an intuitive surgical, inc. (Isi) regulator post market surveillance analyst. The following additional information was provided: the image is consistent with the alleged complaint: the yaw pulley was melted.

Event description:
It was reported that after a da vinci-assisted abdominoperineal resection surgical procedure, the maryland bipolar forceps (mbf) instrument yaw pulley had thermal damage. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was observed after the procedure. Thermal damage was not noticed during the procedure. The instrument did not collide with an energy instrument during the procedure. No arcing was observed during the procedure. There was no patient injury.